Event description:
Within 3 days of use, the alarm has malfunctioned. The alarm exploded and the batteries leaked out at night. My (B)(6) boy was asleep with the alarm. The alarm batteries leaked out of the back door and the chemical burnt my son's neck. Very serious burns near his neck region. Had to be hospitalized for burns.